Event description:
It was reported the wire broke off by the probe. Replacement surgery is pending. A loss of efficacy occurred. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report # 3004209178200804070.